Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The distal conductor was fractured and all conductors had blood/body fluid (not obstructed.) The outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer insulation was breached cut and had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pace/sense impedance and that it was unknown when the impedance spiked since the last device check. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pace/sense impedance and that it was unknown when the impedance had spiked since the last device check. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.